Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Information received complaint form indicates the following: during 100% incoming inspection before use twenty one (21) defective items were found.